Manufacturer narrative:
Pending investigation. Recall #: z-0021-2022.

Event description:
As reported, a patient had a revised left knee replacement system on (B)(6) 2019 the patient was revised for the second time on (B)(6) 2019. No additional information.

Manufacturer narrative:
Additional information- d8. H6. Investigation results - the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The sterilization certification was reviewed, the device was released for distribution. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Additional information-b5, g4, h6 health effect - clinical code. Pending investigation.

Event description:
It was reported via legal documents that on (B)(6) 2019, the patient underwent bilateral total knee revision and was implanted with optetrak logic psc polyethylene tibial insert components in each knee. As a consequence of the (B)(6) 2019 revision surgery, the patient developed an infection in his left knee and required five additional surgeries on his left knee to treat the infection and additional complications stemming from the failure of the optetrak component implanted in his left knee. This second revision was (B)(6) 2019, approximately 4 months post implant. No additional information.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. Related to: 1038671-2022-01159, 1038671-2022-01161, 1038671-2022-01162, 1038671-2022-01163, 1038671-2022-01166, 1038671-2022-01167.